Event description:
On 19th august 2024, rayner received notification from a healthcare facility in brazil of an event that occurred during use of a rayone emv rao200e. The event description provided states that the lens was injected into the eye with a piece torn off and that the trailing haptic was stuck in the injector.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens was injected into the eye with a piece torn off and that the trailing haptic was stuck in the injector. The lens was explanted and exchanged during the original surgery session. The healthcare facility confirms that there was no harm/injury to the patient as a result of the event; however, reports that surgery was prolonged. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned. The additional information received identifies multiple use errors/deviations from the IFU. The user removed the injector from the blister tray prior to ovd being inserted and the flaps fully secured, in contradiction to the IFU which states the injector should remain in the tray until ovd is inserted and the flaps secured. Resistance is reported to have been felt from the very beginning of the injection. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone emv rao200e batch 113228969 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 113228969.